Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device. Failure analysis investigation found that the instrument pitch cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the double fenestrated grasper instrument was defective. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was considered defective by the customer but was not immediately reported or returned by the site. The instrument remained at the site for about 2-3 months before being returned. The initial reporter was not able to provide further details. Furthermore, the initial reporter was not aware of any patient harm, adverse outcome or injury. It is not known if there was any patient involvement.